Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing, noisy signals on the non-boston scientific right atrial (ra) lead. Which led to inappropriate atrial tachycardia response (atr) episodes. Low out-of-range pacing impedance measurements were also observed. Troubleshooting efforts were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.